Event description:
Medtronic received information that during a mechanical thrombectomy treatment of a patient with ischemic stroke, the physician reported that the capture lp device could not retrieve the clot and the patient experience a mid-mild m2 artery dissection. The patient was brought in with aphasia and left hemiplegia and was diagnosed with ischemic stroke due to clot in the m2 segment of the middle cerebral artery (mca). The mca was reported to be extremely tortuous. The first revascularization device was unable to hold onto the clot upon removal. Therefore, the physician decided to retrieve the clot with a capture lp 3x23. However, the capture lp was unable to be pulled out of this anatomy (MDR# 2029214-2015-00649). The physician had to push the marksman microcatheter over the capture lp in order to get it out. This process dissected the m2 artery per procedural image (MDR# 2029214-2015-00634). No treatment was needed for the mild m2 artery dissection. The patient's condition was reported to be improving three days post procedure.

Manufacturer narrative:
The lot history record review was not possible since the lot number was not reported. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined. Same event as reported in MDR# 2029214-2015-00649.